Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin resulting in elevated blood glucose levels.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available for return.